Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and recommended further checkup. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and recommended further checkup. The device remains in service. No adverse patient effects were reported.